Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery (rca). After pre-dilatation was performed with a 3.0x15 non-bsc balloon catheter, a 4.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. An attempt was then made to retract the device into the 6f non-bsc guiding catheter; however, the proximal strut of the synergy stent came into contact with the distal tip of the guiding catheter. The synergy stent was able to be removed from the patient's body after a while but it was noted that the proximal stent strut was deformed. The procedure was completed with a 4.00 x 24 synergy stent without any issues. No patient complications were reported and the patient's status was good.